Manufacturer narrative:
A visual evaluation of the returned device found that the catheter was not bent; however, the loop was extended and it was bent. Electrical evaluation showed that the device passed the electrical test with resistance measured at 11.3 ohms, which is within specification. The complaint as reported was not confirmed; the device had the loop bent. Therefore, the failure found was most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context.

Event description:
It was reported to boston scientific corporation that two sensation medium oval snares (MFR report #3005099803-2015-03320 and 3005099803-2015-03326) and a captivator extra large round snare (MFR report #3005099803-2015-03197) were used in the fundus of the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician was unable to successfully cut the polyp with the snare. It was noted that when actuating the device the snare and sheath became bent due to the severely angled j-turn of the stomach fundus. Further examination revealed that the cautery applied had melted the catheter on the proximal end of the device outside of the patient near the handle. After this event occurred with all three snares the patient had their lesion resected surgically. There were no patient complications reported as a result of this event. The patient's current condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two sensation medium oval snares (MFR report #3005099803-2015-03320 and 3005099803-2015-03326) and a captivator extra large round snare (MFR report #3005099803-2015-03197) were used in the fundus of the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2015. According to the complainant, during the procedure the physician was unable to successfully cut the polyp with the snare. It was noted that when actuating the device the snare and sheath became bent due to the severely angled j-turn of the stomach fundus. Further examination revealed that the cautery applied had melted the catheter on the proximal end of the device outside of the patient near the handle. After this event occurred with all three snares the patient had their lesion resected surgically. There were no patient complications reported as a result of this event. The patient's current condition at the conclusion of the procedure was reported to be good.